Event description:
According to the reporter during laparoscopic sleeve gastrectomy, the staple line was incomplete distally. The surgeon felt upon squeezing that the handle was broken and could not fire any more. A new handle and reload were used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.